Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. This MDR represents the ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 - patient was diagnosed with incarcerated ventral hernia thereby underwent repair with the implant of the bard ventralight st mesh (device #1). Per operative notes, ¿hernia sac was dissected. A ventralight st mesh (device #1) was placed and secure it with suture.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent laparoscopic repair with explant of the bard ventralight st mesh (device #1) and implant of bard ventralight st (device #2). Per operative notes, ¿hernia sac was dissected. All adhesions were taken down. Previously placed mesh bard ventralight st mesh (device #1) was totally removed. One bard ventralight st (device #2) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with wound infection thereby underwent open repair with wound washout and placement of vac dressing. (B)(6) 2019 - patient was diagnosed with wound, adhesion, infection thereby underwent open repair with wound washout, vac placement, explant of bard ventralight st mesh (device #2) and implant one biological mesh. Per operative notes, ¿wound was irrigated. Previously placed bard ventralight st mesh (device #2) was totally removed. One biological mesh was placed and sutured.¿